Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: "only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events." Per tandem user guide: "do not use dexcom g6 cgm in pregnant women or persons on dialysis. The system is not approved for use in pregnant women or persons on dialysis and has not been evaluated in these populations. Sensor glucose readings may be inaccurate in these populations and could result in you missing severe hypoglycemia (low bg) or hyperglycemia (high bg) events."

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 600 mg/dl; cause was unknown. Bg was addressed via a correction bolus, and a manual injection. A system check was performed, and it was found that the customer was using off label insulin (u-500) within the pump supplies, and that the customer is currently on dialysis. Recommendation was made to consult with a healthcare provider regarding diabetes management.